Event description:
It was reported that during insertion, bubbles were noticed at the needle, when the clinician attempted to withdraw blood using the syringe. There were no reported pt complications. Additional info from contact stated" that the fractures were at the needle hub. In addition, our customers are experiencing default product in this nature (fracture found at needle hub) quite often recently."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.